Manufacturer narrative:
Investigation: two (2) samples and one (1) photo were provided by the customer for investigation. One (1) of the returned samples was a syringe barrel which was labeled ¿defect syringe -> tip¿. The second (2nd) sample was a syringe barrel which had the tip broken off. The returned tip and the applicator which was used when the tip broke were also returned by the customer. The photo provided by the customer shows a syringe with is labeled ¿defect syringe -> tip¿. Improper molding of the syringe tip could result in weakness in the tip resulting in tip breakage. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd 30 ml luer-lok¿ tip syringe the luer lok tip is defective so that a needle can't be screwed in tightly. This occurred on 20 separate occasions but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect. I. Defective luer lok tip which a needle can't be screwed in tightly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd 30 ml luer-lok¿ tip syringe the luer lok tip is defective so that a needle can't be screwed in tightly. This occurred on 20 separate occasions but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect. Defective luer lok tip which a needle can't be screwed in tightly.